Event description:
The surgeon reported that the septum plug on the replacement generator became dislodged during generator replacement surgery. The surgeon elected to implant another generator. The generator was returned for analysis. Analysis is underway, but has not been completed to date. It is unknown if the dislodged septum plus was a result of user error or mishandling.